Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer had high blood glucose of 510 mg/dl due to infusion set. Caller reported that customer was not able to get infusion set to stick during training. Troubleshooting could not be performed as customer was not available with insulin pump.